Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted on (B)(6) 2018; ddmb1d4, lead implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was observed on the right atrial (ra) lead. Ra lead remains in use. No patient complications have been reported as a result of this event.